Manufacturer narrative:
The unit was received with cracked and bleeding lcd glass followed by unexpected constant audio alarms due to physical damage on the lcd board. The unit could not be verified for blank display anomalies due to the lcd physical damage. The unit was received with broken battery tube threads and broken casing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display and constant tone. The patient's blood glucose at the time of incident was 111 mg/dl. The customer was unable to clear the constant tone by pressing esc/act. The customer was instructed to remove the battery for two hours and reinsert the battery afterwards. The customer did so and the display did not return. The customer's blood glucose was 201 mg/dl after the two hours had passed. The insulin pump was returned and replaced.